Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that he had unexplained high blood glucose of over 600 mg/dl. At the time of the call, the customer had blood glucose of 73 mg/dl. Troubleshooting found that the drive support cap was normal and there were bubbles in the tubing. The customer was advised to change the set, reservoir and infusion set and run a manual prime. The customer declined the high pressure test as he did not have a tubing clamp. Troubleshooting advised that one would be provided to him and advised customer to change out the entire set, reservoir and insulin and treat per their doctor's instruction and to follow up with their doctor regarding the high blood glucose. Customer was advised to call back when he receives the tubing clamp for further troubleshooting.